Event description:
Unomedical reference number (B)(4). Event occurred in the united states. On (B)(6) 2021, it was reported that the patient encountered site issue on their tubing. Further, the patient's infusion set's tubing came apart. Reportedly, there was stress or pull on the tubing. No further information available.